Manufacturer narrative:
The device memory was erased on or before (B)(6) 2009 but there is evidence of the device switching itself on automatically in (B)(6) 2010. It appeared the user became aware of the pad device was returned but no events could be recovered from the memory which indicates there may be a problem in this area. The device was assessed and found to be switching itself on automatically. This is normally caused by a fault in the membrane. Significant levels of corrosion were also found on the membrane tail indicating the device was inadequately stored. The solder around the micro controller and memory components was re-flowed and the memory operated to specification. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.